Manufacturer narrative:
There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. There is no suspected device failure.

Event description:
A case of pericardial effusion was reported in a procedure where the versacross rf wire and versacross transseptal sheaths were used among other devices. The physician decided to switch to brk to complete the case as the versacross devices were not visible under ice while in the superior vena cava. After the versacross rf wire was removed from the sheath/dilator, a large drop in pressure was noticed. The location of the effusion was not identified, however pericardiocentesis was performed to stabilize the patient pericardially and the procedure was aborted. There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. A separate problem report has been submitted for the versacross transseptal sheath with the report number 9710452-2021-0022.